Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission shows high impedance in the right ventricular (rv) lead shock coil. The rv coil had been trending upward with a sudden increase in impedance. The lead remains in use. No patient complications have been reported as a result of this event.